Event description:
During a remote follow-up, decreased pacing impedance and increased capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was explanted and replaced as a resolution. The patient is stable.

Manufacturer narrative:
The reported events of loss of capture and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.